Event description:
The patient was noted to be having seizure activity; however, the rate was not known. Patient was referred for battery replacement. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
The patient was reported to have been worse with vns therapy. It was noted the patient's seizures significantly decreased after cannabis was included in their treatment. Patient was reported to have blood pressure drop leading to the patient becoming sick. The hypotension was thought to be due to vns. No additional relevant information has been received.